Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death for cardiac arrest (unknown date, same month). The cause of death was cardiopulmonary disease. It was reported an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 2000. A review of the device history record and the event history log revealed there were no issues related to the reported event. A review of the device service history revealed no issues that could have caused or contributed to the reported issue. The device was received and evaluated by the baxter product analysis laboratory (pal). The device passed the homechoice return instrument test evaluation (rite) electrical test and the rite functional test. The device met performance specification requirements per rite testing. An external & internal inspection was performed with no problems found. Evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed with no problems encountered. The pal evaluated the device and no failure, malfunction or iipv (increased intraperitoneal volume) event was identified that could have caused or contributed to the reported issue of patient passing away. The cause was undetermined.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.